Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user observed a bent pin in the connector of the cable for the roller pump. No other details regarding the nature of the event were provided. Since this event occurred upon receipt of the device, there was no pt involvement during this event.